Manufacturer narrative:
Citation: benjamin bay et al. Clinical outcomes according to the extent of atherosclerotic disease in female patients undergoing transcatheter aortic valve replacement: an analysis from the win-tavi registry. Catheter cardiovasc interv. Mar;105(4):891-899 2025. Doi: 10.1002/ccd.31395. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding clinical outcomes according to the extent of atherosclerotic disease in female patients undergoing transcatheter aortic valve replacement (tavr). The study population included 996 patients who were female with a mean age of 82 years old and mean weight of 65 kg. Multiple manufacturer¿s devices were implanted in the study population; 243 patients were implanted with a medtronic corevalve (n=209) or evolut r (n=34) bioprosthetic valve. Among all patients, clinical observations included: bleeding or vascular complication requiring intervention, residual severe aortic regurgitation, and complete atrio-ventricular block. No further information was provided pertaining to medtronic products.